Manufacturer narrative:
Chemistry and catalase activity were performed on complaint samples. Product did not meet specifications. Chemistry and catalase activity for retained sample were performed, and met product specifications. Improper storage of the complaint sample could have affected it's performance.

Event description:
Our international affiliate reported that a female patient experienced eye pain in one eye after using concept quick to disinfect and neutralize her lenses. There was no indication that she sought medical treatment.